Manufacturer narrative:
Inspected random one opened and used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. See attached file for details. Also, found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened and used. Unable to confirm adhesive anomaly due to sensors were returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had experienced low blood glucose. The customer¿s blood glucose level was 49 mg/dl and 247 mg/dl. The customer was treated with juicy juice box and a piece of string cheese. It was reported that they calibrated the sensor with the blood sugar and then sensor stopped working. The customer declined troubleshoot for low blood glucose. The customer was advised if needle was removed when sensor was not flush with skin you can lose rigidity and support for sensor which can lead to bent sensors. The sensor was returned for analysis.